Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and duplicated the reported issue. The power pcb assembly was replaced. Proper device operation is observed through functional and performance testing, the device was returned to the customer.